Event description:
Customer reported the system crashed during a case, alarm continues beeping, system will expose but not produce images, and is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board. System operates as intended.